Event description:
Surgery is planned to resurface the patella for pt with a total knee implant. Poly inserts may be exchanged during the procedure. The patella was not resurfaced during the initial procedure.

Manufacturer narrative:
Surgery is planned to resurface the patella for pt with a total knee implant. Poly insert may be exchanged during the procedure. The patella was not resurfaced during the initial procedure. Review of the device history record indicates that the device was manufactured to spec.